Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgment occurred. The lesion being treated was located in the very calcified mid circumflex (cx). The physician predilated the lesion with multiple balloons. The physician could not cross the lesion with a 2.25x20mm taxus express2 atom stent delivery system. During advancement, the stent dislodged from the balloon. The dislodged stent was expanded in the artery proximal to where they wanted it to be placed. Attempts to cross the lesion using another taxus atom stent and other MFR stents were unsuccessful. The physician ballooned the lesion again and was satisfied with the result. No pt injuries or complications were reported. The procedure was completed. Pt status is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.